Event description:
It was reported that the customer called in to ensure her pump was working properly. Her blood glucose was unknown at the time of reporting. She reported receiving an alarm on her insulin pump. The alarm was explained and troubleshooting was performed. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.